Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient got a rm03 error every time they went to recharge. Now the implant was empty and the device switched to prm (passive recharge mode) but was just showing a '0' for the low number in prm. Additionally, the connection between the antenna and cable gets very hot after a short time. It was noted there was most likely broken wires inside. A replacement recharger was sent out to the patient. No symptoms were reported.